Manufacturer narrative:
Date of event was approximated to (B)(6) 2014, implant date, as no event date was reported. This event was reported to boston scientific corporation legal by the patient's legal representation. The implant surgeons is: (B)(6).

Event description:
It was reported to boston scientific corporation that an obtryx lynx system was implanted during a laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, anterior and posterior vaginal repair, sacrospinous vault suspension, enterocele repair, perineoplasty, in addition to trans-obturator tape mid-urethral sling procedures for the preoperative and postoperative diagnoses of pelvic pain, dyspareunia complete uterovaginal prolapse, type 2 stress urinary incontinence as demonstrated dynamic studies performed on (B)(6) 2014. Operative diagnosis noted a good support of the anterior and posterior vaginal walls, in addition to apical vaginal tissue without any undue tension in the suture sites. Upon completion of the procedure, cystoscopy revealed bilateral ureteral efflux, normal bladder, no undue tension at the level of the mid-urethra after sling placement upon evaluation and normal appearing pelvis. The patient tolerated the procedure well and was awaken from general anesthesia. She was taken to recovery in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.